Event description:
Affiliate reported that the patient received a valve approximately 4 years ago. It was indicated that the surgeon attempted to change the pressure using a powerful magnet and was unsuccessful. At this time, the doctor thought this patient could have the valve removed. However, prior to explant he made another unsuccessful attempt to reprogram the valve. Upon explants it was reported that the stepping motor in the valve detached from the base plate. Upon further questioning, the doctor reported that it is likely that the strength of the magnet introduced the dislodgement.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow-up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.